Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. E1: additional contact: (B)(6).

Event description:
The event involved a chemosafelock connector where it was reported there was leakage. Based on their sample evaluation, no anomalies were observed on the product itself. There was unknown patient involvement and unknown patient harm.